Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/26/2019. Correction: a manufacturing record evaluation was performed for the finished device lot, and the final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG on an unknown date in 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.